Event description:
Customer reported control failures for both the amplicor ng negative kit control and external controls mad by the customer when using the cobas amplicor ng detection kit, lot f09373. Control failures were observed when operating in both the basic or parallel modes. In one particular instance, although the amplicor ng negative kit control produced a positive result invalidating the run, results for the run were reported to physicians. Reporting of results from invalid runs may have occurred other times as well. In addition, the incorrect version of software was being used with the cobas amplicor analyzer to process the test results.